Event description:
The complainant reported that during impella placement, one perclose suture broke. It was reported that slight oozing was observed. To manage the complication and achieve hemostasis, it was reported that an eight french angioseal was added. The device was explanted, and the procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.